Event description:
It was reported that during an unk procedure, the device sleeve inner part has a dent. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Damaged obturator cannula. Eval summary - the analysis results found that the b5lp has a dent at the distal end of the obturator, it did not allow an easy insertion into the sleeve. Although no conclusion could be reached based on the analysis results as to what may have caused the damage found, a potential cause is application of a force to the obturator such as inadvertently putting a weight over the instrument package or another surgical instruments. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.